Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record (DHR) review was performed for part # 314.23, synthes lot # 4417972, supplier lot # na, release to warehouse date: (B)(6) 2002, manufactured by (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The returned 4mm cannulated hexagonal screwdriver (part: 314.23, lot: 4417972, mfg: 26-jun-2002) was inspected at customer quality (cq) and the complaint of broken tip was confirmed. It was observed that the distal hex portion of the cannulated shaft was broken. Broken fragments were not received. The break was oblique and jagged with a hanging burr at the fracture site. No new malfunctions have been identified. Whether this complaint could be replicated at cq is not applicable as the device was received broken. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for 4mm cannulated hex shaft 314_23 rev. D to current rev. N. Change in tolerance for the hex tip (edge to edge) dimensions were made to drawings effective from drawing 314_23, rev. M, per (B)(4). (B)(4) was reviewed and it was confirmed that the change was made to harmonize the tolerances per company standards. It was also stated in (B)(4) that the performance of the device will not be affected as the reduction of 4.5 mm diameter to 4.4 mm did not occur in the weakest area of tip i.e., along the 4 mm flat dimensions. Therefore, the performed changes will not affect the performance of the device. Following the manufacturing of this device, the device material was changed from 440a to 465ph (custom 465) to yield a more favorable failure mode (hex stripping vs hex shear: mt02-144) in (B)(4). The current design is adequate for its intended use and did not contribute to this complaint condition. Dimensional analysis was performed at different regions proximal to breakage. The flat to flat hex dimensions was measured based on the remnant edges. The measurements were obtained as 4.00mm at cq (calipers ca592) that falls within the specification of 4.00mm +0/-0.02mm per 314_23, rev. D. The cannulation diameter of the distal hex tip was measured as 2.92 mm at cq (best fit gauge pin gp29) which falls within the specifications of 2.9mm +0.1mm per 314_23, rev. D. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. While no definitive root cause could be determined it is possible that the age of the returned device (15+ years old) or any unintended forces during usage could have contributed to the complaint condition. Based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a procedure for an open reduction and internal fixation (orif) of the distal femur with a condylar plate was being performed on (B)(6) 2018. The surgeon was using the screwdriver shaft to tighten one of the screw when the tip broke off the shaft and fell into the recess of the screw. The surgeon was able to retrieve all fragments and finished tightening the screw by hand. Another screwdriver shaft had to be retrieved in order to implant the remaining screws. The reporter stated that there was a short delay that was no more than a few minutes to retrieve the new screwdriver shaft. Procedure was completed successfully and patient status was reported as stable. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).